Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device showed 1 year remaining longevity but after initial interrogation device showed 0.5 year longevity. Magnet rate was at 90 bpm. Further, the health care professional (hcp) planned to replace this device. Boston scientific technical services (ts) discussed the event and suggested performing memory download for analysis. Additional information received indicated that there were no product allegations. Further, the field representative explained the behavior to the physician. As of this time, the device remains in service. No adverse patient effects reported.